Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The facility was using unapproved brands of vtm in larger volumes than the recommended amount for sofia sars testing (3ml instead of 1ml). Root cause: could not duplicate with retains. Source: email.

Event description:
One discordant negative result received during an evaluation study. The sofia sars result was negative and the pcr result was positive. Symptomatic and asymptomatic patients were used in the study and the date post onset of symptoms was not collected. Multiple brands of viral transport media were in use during testing ranging from 1ml to 3ml.